Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels of below 40 mg/dl to 560 mg/dl. Suspected cause was the customer did not not have their weight correctly entered into their settings. Tandem technical support provided education on entering this into their settings so pump software can preform accurately. The customer consulted their healthcare provider, hydrated themselves, and delivered correction bolus via the pump to address elevated bg levels. The customer consulted their healthcare provider, consumed carbohydrates, glucose tablets, and glucose gel to address the low bg levels. Customer continued to use the pump for insulin therapy.